Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during preparation, the surgeon discovered the drill bit was bent, so he used another drill bit, however, that bit broke in the patient's bone during drilling. The surgeon could not retrieve the broken tip, so he decided to leave the broken bit in the patient's bone and finished the operation. Surgery was extended 30 minutes. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Additional release to warehouse dates: (B)(4) 2013. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Device history report 310.141 lot u181772 released (B)(4) 2013, & (B)(4) 2014. Orchid unique manufactured the 1.5mm drill bit/mini qc/65mm, part number 310.141, and lot number u181772 for synthes purchased orders (B)(4). The supplier¿s certificates of compliance (dated 10/22/13, for three receipts of this lot) indicate the parts were manufactured to p/n 310.141, revision ¿e¿ and met the required specifications. The parts were inspected and conformed to the synthes, incoming final inspection sheet number (B)(4), revision ¿e¿ (completed (B)(4) 2013, and (B)(4) 2014). None-conformance reports were generated for this lot. The three receipts were released (B)(4) 2013, and (B)(4) 2014. Drawing 310.141, rev e, was released (B)(4) 2012. A review of the device history record revealed no complaint related anomalies. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the drill bit was received broken; broken tip not with complaint. Orchid unique manufactured the 1.5mm drill bit/mini qc/65mm, part number 310.141, and lot number u166275. Initially, the part conformed to the supplier¿s certificate of conformance and synthes final inspection sheet. The material of the drill was confirmed to be correct; the hardness could not be verified due to the small part diameter. The shaft and coupling diameters of the part were confirmed to be within specifications. Based on the specifications at the time of the original manufacturing, the indeterminate root cause, and the evaluation performed by synthes, this complaint is unconfirmed from a manufacturing position. Due to an unknown cause, during preparation, the surgeon found the drill bit was broken. Based on the evaluation and the unknown cause, this complaint is not manufacturing-related and is considered unconfirmed. There were no material review reports, non-conformance reports, or complaint related issues with this lot. It is likely that the drill bit may have come in contact with the plate while drilling or excessive force was applied. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The device was used for a radial head fracture case.

Manufacturer narrative:
Device was used for treatment, not diagnosis.(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.